Event description:
It was reported that this right ventricular (rv) defibrillator lead and implantable cardioverter defibrillator (ICD) exhibited chronic high out of range shock impedance measurements, regularly jumping from 70 ohms to greater than 125 ohms. There was no noise on presenting electrogram (egm), nor any recent episodes. Technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. The device remains in service.